Event description:
The patient had a hip prosthesis cup implanted. The patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of premature inlay wear. This was verified when the inlay was changed on to a vit e-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, the cysts in the cup bed were cured and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was changed.

Manufacturer narrative:
Additional information: a3, b4, d1, d4, d6a, e1, e2, e3, g4, h4, h6 clinical code, h6 type of investigation, h6 investigation findings, h6 investigation conclusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: h6. Based on the available information, the revision reported may have been due to a combination of risk factors specified including but not limited to use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient underwent a revision surgery. No further information provided.